Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Investigation found damage to the rf trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip.

Manufacturer narrative:
Product evaluation showed the tip passed flow, and thermistor testing. The tip failed leak testing, and visual inspection. A burnt trace on the surface membrane and dielectric breakdown were observed. Functional testing was not performed due to tip damage. A review of the device history records is in progress. Based on available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A doctor's office reported that a spark was seen at the 208th rep of a thermage treatment. The highest energy level used was 4.0. The treatment tip was inspected before and at every 100 reps during treatment, nothing unusual was noted. During the treatment, the patient developed minor blisters on the right side of their face. However, these blisters are not considered a serious injury, and the patient will not have any scarring.